Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient recurrent post-implant sepsis episodes. The primary investigator reported that this event was related to the patient's condition and unrelated to the hvad pump. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites.

Event description:
A report was received from the clinical database that a patient presented to the emergency room with complaints of fever and chills. Diagnostic testing revealed leukocytosis. Sepsis was suspected and the patient started on intravenous (IV) vancomycin and cefepime. The patient was admitted to hospital where further testing revealed initial blood cultures that were negative; along with the patient's urinalysis and influenza assay. By (B)(6) 2016, the patient white blood count (wbc) had begun to drop and his fever normalized. On (B)(6) 2016, blood culture results from samples drawn on (B)(6) 2016 revealed gram-positive staphylococcus aureus. By (B)(6) 2016, the patient's wbc had begun to increase again; though blood cultures drawn the next day were negative. The patient underwent placement of a hickman central catheter on (B)(6) 2016 for longterm home antibiotic administration. He was discharged home the next day afebrile with a normal wbc with continued IV vancomycin. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad device.